Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. The reported patient effects of angina and thrombosis are listed in the xience prime coronary stent system, instructions for use, as known patient effects of coronary stenting procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
It was reported that on (B)(6) 2014 the 2.25x23 mm xience prime stent was implanted in the right posterior descending (rpda) coronary artery. On (B)(6) 2015 the patient had chest pain. The patient had in-stent thrombus and was 100% occluded. Revascularization was performed in the rpda target lesion on (B)(6) 2015. The patient was discharged home on (B)(6) 2015 when the condition had resolved. No additional information was provided.